Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient presented for weaning from cardiopulmonary bypass (cpb) and sternotomy aortic valve replacement with impella 5.5 placement with heparin in saline . The patient was successfully weaned from cpb and impella 5.5 was placed. During support, it was noted that the patient was taken to the operating room for a wash out. Found a small vessel bleed. The patient was doing well however, impella was having flow issues due to placement. The pump was repositioned with no change in metrics. The physician was aware the pump was not performing at normal standards however was ok leaving at p 3-4 for duration of support. The impella was successfully weaned and explanted. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Product evaluation: returned pump visually inspected. Biomaterial observed around the impeller, biomaterial removed and pump run for 10 mins in the lab at p9 and flow was 6.2 l/min which pre removing the biomaterial pump was unable to run and still some biomaterial left on the top of impeller blades. Dry foreign material observed during evaluation looks attached during wrapping the device after use and removed easy. Log analysis: many suctions occurred during impella support, multi- motor current (mc) spikes occurred on the date low flow issue reported. No evidence for other issue observed. Low or blocked pump flow: the root cause of the impella low and blocked flow was biomaterial ingestion and mc spikes confirmed the root cause. Major bleeding: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.